Event description:
It was reported that the user received an insulin occlusion alert and confirmed no insulin was flowing through the tubing; after guided troubleshooting, the user replaced the infusion set and related supplies and successfully resumed insulin delivery. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included restoration of insulin delivery following a complete supply change. Investigation included troubleshooting with the user. Investigation of this case revealed resolution after replacement of the infusion set and associated components, consistent with an occlusion that cleared only after a supply change. It was concluded that an insulin delivery occlusion occurred, which was resolved by replacing supplies, with no reported injury or medical intervention.